Event description:
It was reported that the atrial and ventricle intra-cardiac electrogram looked the same. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced due to routine elective replacement indications (eri).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that the atrial and ventricle intra-cardiac electrogram looked the same. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.